Manufacturer narrative:
The iga reagent lot number and expiration date were requested, but not provided. A reagent issue can be excluded as there were no further incidents and the correct repeat value was obtained with the same reagent. The field service engineer exchanged and re-adjusted a reagent probe. The analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant iga gen.2 on a cobas 8000 c 502 module. The sample initially resulted in an iga value of 647 mg/dl. The sample was repeated on a second analyzer on (B)(6) 2025, resulting in a value of 1868 mg/dl.